Manufacturer narrative:
No product was returned, however the event history was attached to the investigation and upon reviewing it was determined and confirm over infusion during program bolus was confirmed. R& d determined the root cause was related to an issue with software. CAPA ids:CAPA (B)(4) & (B)(4).no causes or potential causes to the customer's reported problem were found during the DHR review. Design is believed source of problem additional contact : (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd medfusion was involved with over infusion of syringe. The pump was set to deliver a bolus in six seconds but did not a 60ml syringe ran dry, while the pump was delivering a bolus during a continuous infusion. The reporter indicated that the entire bolus was not delivered before the syringe run dry, subsequently a new 60ml syringe was placed on the pump and "yes" was selected for "continue same infusion?" Prompt. Following this, it was reported that the IV line was primed and the start key was pressed, and the screen stated that there were 6 seconds remaining on the bolus. The reporter also indicated that after the user selected "yes" to "continue same bolus?", the time remaining on the bolus changed from 6 seconds to 55 minutes and begun infusing the bolus and the entire syringe would have been delivered by the pump in a matter of minutes. This event described is related to four of four files. This file responded with no adverse events were reported or related to this file. Unknown what medication was infusing.